Manufacturer narrative:
Date of event: exact date unknown, event occurred nine months ago from the appointment date (B)(6) 2021.

Event description:
It was reported that the patient was having pain around the ipg site with evident of bruising. The patients ipg had migrated caudally about three inches and was superficial. The patient underwent a pocket revision procedure wherein the ipg was moved and sutured into the pocket. The patient was doing well postoperatively.